Event description:
The customer called stating that some or all of the last eight is missing on the display of spouse's meter. During the troubleshooting process it was determined that there were missing segments in the units position. A request was made to return the meter for evaluation. In the meantime a replacement unit has been provided.